Event description:
The customer reported that about 1 ml of fluid dripped the probe of the coulter act diff 12 analyzer. The leak was not contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The cts advised the customer replace the dual diluent filters and prime the instrument resolving the leak. Review of the oracle database shows no further problems. Service was not dispatched for this event. (B)(4).